Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: caller requested to know if the staples are titanium. Discussed that without confirmation of product code I could not confirm for sure, but if it was an ethicon stapler the staples are titanium. Caller denies any known allergies. Has seen allergist but testing was not performed. She is trying to obtain her or report to confirm device code. She has given permission to contact surgeon.

Manufacturer narrative:
(B)(4). Additional information: customer states that she spoke with the surgeon's office and was told that she would have to call the hospital to confirm what product was used in her procedure. The hospital sent her operative report but it only states that a "blue and green" stapler was used. When she asked for further details, she was told only that it was an ethicon product.

Event description:
Caller states she had gastric sleeve surgery in (B)(6) 2014 at (B)(6). She states the surgeon told her an ethicon device was used during surgery, unknown product code. She states that five weeks post op she developed itching on her forehead and nose, with small bumps on her forehead. Since then the itching has persisted on various areas of her body. No hives or blisters evident. She was prescribed prednisone in november which temporarily relieved the itching. This is all the information known at this time.